Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary:according to the information provided, it was reported that during the surgery of anterior cruciate ligament reconstruction, the anchor was broken off, removed all the pieces. The complaint was received and evaluated. Visual observation indicates the external geometry of the screw was not damaged from the threads. It was identified blood residues along the screw. Also, the proximal part where the channel surface is located appears to be slightly stripped. The anchor was received completely, it was not broken. Therefore, this complaint cannot be confirmed. As a result, we cannot determine a root cause for the reported failure, but it is also a possibility that the tapping was off angle or excessive force was used while tapping causing the screw to break. For the stripped can be attribute when the screwdriver was not seated properly in the screw head and while attempting the insertion caused the screw treads and or screw head to become stripped / unable to advance. However, it cannot be conclusively affirmed.  A manufacturing record evaluation was performed for the finished device lot number:4l69036, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: initial reporter phone number (B)(6). UDI:(B)(4).

Event description:
It was reported that during the surgery of anterior cruciate ligament reconstruction ,the anchor was broken off, removed all the pieces. Another device was used to complete the surgery.  There were no adverse consequences to the patient.  No additional information could be provided.